Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-26302 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they spoke with the patient and that they would meet with the patient in the following week.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-26302 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient, who indicated they were a health care physician (hcp) and that manufacturer representatives (reps) have come to their home in the past, that the right side was working fine but the left side had only 2 programs and it should have 4; their therapy was not working as expected; their device was not working. The patient reported because of that they had significant retention (pre-existing) because of it. The patient requested seeing a rep to check their device. A rep notified the manufacturer company that they had spoken to the patient. Additional information was received from the patient. The patient reported their internal device was not functioning. They stated they tried all 4 programs and had tried increasing stimulation. Patient reported they were not able to feel stimulation regardless of the program or how high/low the amplitude was. Patient reported their retention was significant and painful. No further complications were reported or anticipated.